Event description:
It was reported that the guidewire tip detached. Vascular access was obtained on the left side for a crossover percutaneous transluminal angioplasty procedure (pta). The lesion being treated was located in the right distal superficial femoral artery (sfa). While using a 300cm v-14¿ controlwire guide wire in conjunction with a non-bsc 6fr crossover sheath, it was noted that the guidewire tip detached. The broken tip landed in an occluded vessel and remains in the vascular wall. There is no concern for the tip to migrate from this location. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).